Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient presented for a washout and physician confirmed that there was no infection. The patient was doing well upon follow-up.

Event description:
It was reported that the patient presented for a washout and physician confirmed that there was no infection. The patient was doing well upon follow-up.